Event description:
The customer got a reading of 68 mg/dl from her adc device. She administered insulin and had breakfast. She went to school and re-tested. With the school meter she got a reading of 400 mg/dl. The customer felt dizzy and was sent home. At home, she tested with an non-adc meter and got a reading of over 400 mg/dl. Her freestyle flash reading was 100 mg/dl. She was brought to the hospital and was diagnosed with dka. The adc device reading is not consistent with the hospital dianosis.